Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device had alarm - error codes / messages. Replaced corroded bezel assembly. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Alarm - error codes / messages-replaced corroded bezel assembly for alarm - error codes / messages 211.2000. Old rear case for cracks/ broken edges/ fully corroded interior, front case dented/ scratches/ broken dome corners, cracked sear, corroded membrane, both corroded iui's and unit calibrated. (B)(4).